Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured and leaked within the dispenser bag. The device was filled, brought to the chemotherapy room, and stored in the dispenser bag. This issue occurred while preparing for connection to the patient; the bladder was deflated, fluid was observed inside the dispenser bag, and some solution remained in the housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, d9, h3, h4, h6 (update codes), h11. B5: the device contained 5-fluorouracil (5-fu). H11: the device was received for evaluation. During visual inspection, the bladder was observed ruptured. The reported condition was verified. The external and internal surfaces of the bladder and the rupture line were examined for evidence of markings, abrasions, gouges, holes, or embedded particulate matter along with any surface defects on the stress-member for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The cause of the condition was determined to be a manufacturing issue. Additionally, the potential for bladder ruptures exists as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.